Manufacturer narrative:
(B)(4). Final analysis found a partial lead was returned. The field report of insulation breach was confirmed. A full breach insulation degradation exposing the outer coil was noted on the proximal region of the lead. The outer insulation was also separated in this region. (B)(4).

Event description:
It was reported that during device change out procedure, an insulation breach was observed on the proximal portion of the right atrial lead. All electrical measurements were stable. The lead was partially cut and capped. The patient¿s condition was stable before, during and post procedure.